Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received the following readings taken within ten minutes: customer's meter 560 mg/dl . Doctor's meter 250 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.